Event description:
During a abdominal aortogram with bilateral runoff angiogram and right common iliac artery stent, the perclose closure device failed requiring a 2nd perclose closure device to be used which was successful.